Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken main tube at the proximal clevis. There is assumption that pieces may be missing. Thermal damage was not observed. Additionally, component adjacent to the instrument was found to have a dislodged proximal clevis and grip-tips severely bent. The complaint regarding tip is bent was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during central processing, the tip from the force bipolar instrument is bent unable to work. There was no report of patient involvement or patient injury.